Event description:
The following description of the event was documented on (B)(4), 2011 by a carefusion tech support specialist in response to a phone conversation with a user facility representative. "The vent has continued to give them problems with reset and vent inops. This latest vent inop happened on a pt and there was no harm but they have reserve about using it again." "This is a unit that has been back to the service center for repairs twice now. The first time it was sent in because the unit was flooded with water and the front to pt port had water coming out of it during operation. After it was repaired and returned upon arrival it was vent inop and not operable. They sent it back for rework and the main pcb was replaced and then returned. Now it has failed again." "They are not sure what they will do now. They are talking about retiring it from service since it has come close to its end of life. They are not now sending it in or asking for field service." "They will contact us with their decision."

Manufacturer narrative:
(B)(4). The following description of the device evaluation by the user facility was copied from the user facility medwatch report received from the FDA on (B)(4), 2012. "Factory trained biomedical engineer test on (B)(6) 2011: full vip pm check out and 24 hours plus run time. The vent was checked out by a factory trained biomed. He performed the total system checks and ran for 24 plus hours without issue after the incident occurred. We checked our service history and found this same device had been returned to our shop (B)(4) 2011 with a "broken tag" with no other information. Our work history indicated it was verified with the full pm checks and ran for 24 plus hours on a test lung with no failures or alarms and returned to service. After the incident occurred on (B)(6) 2011, we performed the same checks and ran for 24 plus hours on a test circuit without failures or alarms. The cem authorized the return of the device to the OEM. He has the service reports from the OEM. He notes that the pcp, vip gs power (B)(4) was replaced by the OEM on the report. He is working to replace all of the vip gold fleet as they are end of life status. He has met with the respiratory dept and the nicu to advise on completing the 'remove from service tags' to include enough information so we may contact the user. We also reviewed our incident reporting policy. - [name removed]". The following information concerning the evaluation of the device is a summary of the information documented by the carefusion factory service rep. The carefusion factory service rep. Evaluated the device verified the complaint and determined that the root cause of the failure was a faulty power supply pcba. The carefusion factory service rep. Replaced the power supply pcba and ran the device through a complete calibration and checkout to ensure that it meets all factory specifications. Upon completion the device was returned to the customer ready to be placed back into service. A review of the carefusion complaint system for the past 90 days resulted in zero like failures, thus carefusion considers this to be an isolated incident.